Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. The device is a 550cc mentor siltex contour profile high prosthesis (catalog #: 3542714, lot #: 6421904). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, mentor received additional information regarding the condition of the suspected medical device and replacement devices. The surgeon reported that the device was noted to have a leak at the tab implant seam upon explantation. The replacement devices are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc, right serial number: (B)(6) left serial #: (B)(6). On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The patient noticed that her right breast was flat while taking shower. The patient had a consultation with a healthcare professional and was scheduled to have mammogram on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two unspecified breast implants on (B)(6) 2020.

Manufacturer narrative:
On 15-dec-2020, the investigation on the suspected medical device was completed. On 16-dec-2020, it was found that the incorrect date of the product return was noted on the previous report. Investigation summary: during visual evaluation of the device, a tear was observed at the junction between the shell and patch. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4). The date of the product return was noted as 2-dec-2020 on the previous report. However, the actual product return date is 4-dec-2020.